Event description:
Reportedly, during a routine follow-up, the physician noticed that the rv coil impedance was above 3000 ohms with first occurrence indicated on (B)(6) 2017. All other rv lead measurements were stable and within normal range. The v lead (non-livanova) is an integrated bipolar lead. The physician decided to deliver two shocks of high energy before performing a re-intervention. Two shocks were successfully delivered with normal impedances (65 ohms for both shocks). Lead coil impedance measurements were also normal after each shock (respectively 750 and 679 ohms). Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided to evaluate the benefit of a reintervention.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a routine follow-up, the physician noticed that the rv coil impedance was above 3000 ohms with first occurrence indicated on (B)(6) 2017. All other rv lead measurements were stable and within normal range. The v lead (non-livanova) is an integrated bipolar lead. The physician decided to deliver two shocks of high energy before performing a re-intervention. Two shocks were successfully delivered with normal impedances (65 ohms for both shocks). Lead coil impedance measurements were also normal after each shock (respectively 750 and 679 ohms). Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided to evaluate the benefit of a re-intervention.

Event description:
Reportedly, during a routine follow-up, the physician noticed that the rv coil impedance was above 3000 ohms with first occurrence indicated on (B)(6) 2017. All other rv lead measurements were stable and within normal range. The v lead (non-livanova) is an integrated bipolar lead. The physician decided to deliver two shocks of high energy before performing a re-intervention. Two shocks were successfully delivered with normal impedances (65 ohms for both shocks). Lead coil impedance measurements were also normal after each shock (respectively 750 and 679 ohms). Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided to check the ventricular lead (non-livanova) integrity and its connection to ICD.